Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary treatment when the issue occurred. The procedure was completed as planned after restarting the system. A philips field service engineer (fse) inspected the system onsite identified issue related to no xray. The review of system log file confirmed the malfunction in power hardware. The cause of the pdu control module failure and pdu interface module could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu control module, pdu interface module and xsc in the generator by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.